Event description:
The user facitily reported that blood was observed leaking from the bottom of the oxygenator immediately after the initiation of bypass. The perfusionist had not noticed a fluid leak previously, but thought it could have started during priming. The involved oxygenator was changed out and the procedure was completed successfully with no further problems. The reported blood loss due to the leak and change out was estimated at 470-cc and the pt is reported to be fine.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage at the bottom of the oxygenator. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow up.